Manufacturer narrative:
The pump was returned to animas for eval. All keypad button presses did not activate desired pump functions during testing. The up arrow, down arrow and ok key contacts were inverted. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons on the pump are over responding and not responding. It was reported that the keypad is intact, there are no tears or holes and the pump is not exposed to water.